Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, creases fold, opening on anterior and wear abrasion . Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening striated in the anterior. Based on the device analysis the final assessment is: a striated edge opening on anterior. Side assessed as surgical damage. Additional, changed, and/or corrected data: d9, g2, h3, h6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.